Event description:
Surgeon reports pt developed inflammation approximately 5 weeks following implantation procedure. The lens was removed 2 weeks later and a vitrectomy was performed. The pt is reported to be recovering.